Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 1 trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 14.7 mmol/l at the time of incident. It was reported that the pump error recurred multiple times during self test. Troubleshooting was performed and alarm was cleared and insulin pump was able to rewind. It was also reported that the fill cannula amount was recorded in the daily history. The insulin pump was returned for analysis.